Manufacturer narrative:
(B)(4). The reported complaint is not confirmed. A complaint sample is not available for manufacturer¿s evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood; the fibers were tinged from blood. Gross visual examination of the device noted a polyurethane (pu) delamination of the non-cavity ID end of the dialyzer. The delamination manifested as a separation of the pu (potting material) from the dialyzer housing (wall). The delamination in the polyurethane (pu) potting extended under the silicone o-ring. There was no damage or irregularities noted on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed at the non-cavity ID end. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the pu material and the o-ring, which may have allowed a leak pathway into the dialysate compartment.